Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that during the deployment of the ligation device, two bands detached immediately. They were not entangled. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: investigation results the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned without two bands. Microscopic analysis was performed, the handle returned with evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Investigation found that the ligator housing returned without two bands, however, since this failure would only be able to be seen during the procedure and there weren't any photos or evidence showing that the bands got deployed prematurely. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the during deployment of the ligation device, two bands detached immediately. They were not entangled. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.